Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday they had an electric pain near the implant site and down their leg. It felt like it was a burning sensation. Patient stated they woke up today and the pain was gone. Patient said they were doing everything on the list that they were given to them to heal. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow-up appointment on october 6th. They reported that the therapy was working.